Event description:
It was reported that the patient's right ventricular lead exhibited noise and high, out of range pacing impedance resulting in triggering of the lead safety switch. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151274.